Event description:
A (B)(6) male pt underwent evar on (B)(6) 2014. At a point where physician 1 was going to release the suprarenal stent of the main body he pulled the blue trigger wire knob back and it came off without the wire attached to it-leaving the wire behind. The physician commented that it came off freely like it was not attached to the wire at all - no resistance was felt. The rep instructed him to get the hemostats and pulled the wire out. Once this was done, he released the pin vise which released the supra renal stent. The two iliac leg grafts were then placed and the procedure was completed without issues. One other thing that occurred: physician 2 was scrubbed out and dr 1 was at table with the pt to close and the sheath started leaking a lot between the blue knob of the main body delivery system and the white label so physician placed hand over it until he could get hemostats to clamp the device until he could remove from the groin. No blood product given. Pt is fine and devices remain implanted as scheduled. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.